Event description:
It was reported via repair work order that while the bed was moving from the chair position the actuator broke causing the bed to drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to correct the conclusion code which previously stated device repaired and returned to evaluation conclusion as the bed was removed from service.

Event description:
It was reported via repair work order that while the bed was moving from the chair position the actuator broke causing the bed to drop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.